Manufacturer narrative:
A patient had a suspected infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported the patient had a suspected infection. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the site was cleaned. No signs of infection were present.

Manufacturer narrative:
Date of event is estimated.